Manufacturer narrative:
Evaluation summary: there are no products or x-rays returned for eval. Device history records are conforming. Surgical technique used is unk. Type of fracture, bone quality of the patient, and the fracture reduction carried out are unk. One of the probable cause could be that the nail cap may not have been fully/properly tightened into one of the 4 lag screw slots. Surgical technique suggests to slowly rotate the lag screw inserter and nail cap inserter until the nail cap flange can be felt seating into one of the lag screw grooves. It is stated in the complaint that surgeon rigidly fixed itst lag screw by locking cap; however, this cannot be confirmed with available information. There is insufficient info provided to determine the root cause of the reported event. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to the itst lag screw moving through the femoral head approximately one week after implantation despite the locking cap.